Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient: surgical intervention.

Event description:
The patient was revised to address loosening of the tibial tray at bone to cement and cement to implant interface. Unknown cement was used. Replaced with mbt revision tray and stem. Doi: unknown; dor: (B)(6) 2019; left knee.